Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had difficulties connecting the infusion set tubing to the cartridge tubing due to dexterity issues. Blood glucose (bg) level was over 500 mg/dl. A manual injection was administered to address bg level. Tandem technical support guided the customer in connecting the infusion set tubing to the cartridge tubing. Reportedly, the customer reverted to an alternate pump for insulin therapy.